Event description:
Caller reported that the insulin cartridge leaked twice on the same day, with the leak located at the shroud of the cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller changed the cartridge and resumed insulin therapy successfully.